Event description:
It was reported that both handpieces are giving solid tones. The handpieces were troubleshot by the customer and reported to the sales rep who has no further info. The customer is requesting replacement.